Event description:
It was reported that patient experienced atrial fibrillation (af) with rapid ventricular response (rvr). Inappropriate anti-tachycardia pacing (atp) was delivered as a response, which accelerated the patient's rhythm into ventricular tachycardia (vt). The accelerated rhythm was then appropriately slowed and then terminated via a shock by the patient's implantable cardioverter defibrillator (ICD). The ICD system remains in service. No additional adverse patient effects were reported.